Event description:
It was reported that during a stenting treatment procedure, the stent moved on the balloon. The procedure treated the 80% stenosed target lesion located in the mildly tortuous left anterior descending artery. There was no vessel calcification. A 3.5x12mm ion stent was advanced for treatment but it was noted after the stent was positioned that the stent was half off the balloon. "They believe that the stent may have gotten dislodged upon insertion through the sheath." The device was successfully removed and the procedure was completed with a different device. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).